Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. Three days after the alleged issue began, the patient claimed that she developed symptoms of dizziness and numbness. On (B)(6) 2010, the patient claimed that she received insulin treatment from a hospital due to the alleged issue. The patient also claimed that she was hospitalized for 3 days. The patient mentioned that the hospital treated her with 1 unit of insulin the first day, 5 units the second day, and 6 units the third day. During the time of concern, the patient's blood glucose was tested on an unidentified ER/hospital meter and a result of "259 mg/dl" was obtained. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms, was hospitalized for 3 days, and received insulin treatment from the hospital three days after the alleged issue began.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 50 mg/dl, 55 mg/dl, 53 mg/dl, and 154 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.